Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
"It was reported the camera head had no image with error e311. There were no reports of patient harm."

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure of no image was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: ccd (charge coupled device) failure and cable defect. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Based on historical data, possible causes include damage or deterioration of parts due to wear and tear, without any design or manufacturing issue and/or electrical problems such as open circuit, short circuit, or signal loss, and mechanical problems such as leakage or seal deformation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.